Event description:
The surgeon said that the patient had presented to royal prince alfred hospital after feeling sudden onset of pain whilst vacuuming. The x-ray of her right hip replacement showed a breakage of the exeter stem and a revision surgery was required. Revision surgery was performed to remove the broken exeter stem and head. The surgeon replaced the acetabular cup and liner as well. The surgeon was able to remove the proximal part of the stem. The distal part of the stem was removed after drilling into the stem with a stryker heliocoidal metal cutting burr to make a hole. A hook and slap hammer were then used to remove the stem from the cement mantle. The surgery took approximately 4 hours.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding fracture involving an exeter stem was reported. The event was confirmed. Device evaluation and results: the exeter stem is broken in the distal section approximately 116mm from the distal tip of the stem. The femoral head is still firmly attached to the trunnion of the stem. There are many scratches on the stem that must have been done during the explantation of the devices. A hole has been made in the distal part to help the explantation. The distal part shows a loss of material. A material analysis report concluded, "the fracture origin was coincident with a longitudinal mark along the lateral side of the stem. The fracture progressed through fatigue until final fracture in ductile overload. No indications of impingement were observed on the neck or acetabular cup. Fractures within this region of the exter stem are typically associated with cement mantel break- down/deficiencies. The base metal was found to be a fe-cr-ni-mn-mo alloy consistent with astm f1586 and iso 5832-9." Medical records received and evaluation: the fatigue fracture of this stem, occurring at the junction of a loose and well-fixed segment, was inevitable. The lateral stem surface mark could have been contributory to accelerating the process. There is no information regarding the source of the lateral stem mark or any evidence that factors of faulty prosthetic manufacturing or materials were involved in this clinical situation device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a review of the event by a clinical consultant concluded that the fatigue fracture of this stem, occurring at the junction of a loose and well-fixed segment, was inevitable. The material analysis report indicates that fractures within this region of the exter stem are typically associated with cement mantel break- down/deficiencies.

Event description:
The surgeon said that the patient had presented to (B)(6) hospital after feeling sudden onset of pain whilst vacuuming. The x-ray of her right hip replacement showed a breakage of the exeter stem and a revision surgery was required. Revision surgery was performed to remove the broken exeter stem and head. The surgeon replaced the acetabular cup and liner as well. The surgeon was able to remove the proximal part of the stem. The distal part of the stem was removed after drilling into the stem with a stryker heliocoidal metal cutting burr to make a hole. A hook and slap hammer were then used to remove the stem from the cement mantle. The surgery took approximately 4 hours